Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with needle had no scale markings. The following information was provided by the initial reporter: "no measure on syringe."

Manufacturer narrative:
H6: investigation summary: samples for this complaint were sent by the customer, however no syringe was received. A needle sample was received, unable to perform an evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that the bd¿ syringe with needle had no scale markings. The following information was provided by the initial reporter: "no measure on syringe."